Manufacturer narrative:
Result: fowler weldment.

Event description:
It was reported by service report the fowler weldment bent up on the patient right side and needs replacement. No adverse consequences have been reported.